Manufacturer narrative:
(B) (4).

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previous caused or contributed to patient injury. Device issue: dislodged stent. It was reported that after opening the stent delivery system (sds), we entered it into the lesion and then discovered that the stent was not inside. It was discovered dislodged outside with the stent cover (protective sheath). No patient effects were reported. No additional information is available.